Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: patient received a burn to the inside of their nose probable root cause: fan malfunction. Main board malfunction. Led module malfunction. Thermal switch malfunction. Use errors. (B)(4).

Event description:
It was reported that the patient was burned.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the patient was burned.